Manufacturer narrative:
One device was received for evaluation. Visual inspection found and verified the reported seal degradation seal problem. It was determined that the downstream occlusion seal was the root cause and was replaced. Service history review identified that the previous service on (B)(6) 2023 was for the same reason of ¿dso seal damaged." This reason for return is related to a past service.

Event description:
It was reported that the device's downstream occlusion seal was degraded. There was no patient involvement.